Manufacturer narrative:
The MFR's service rep performed an on site investigation. The camera was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the images on the 7700 system were grainy. No pt injury was reported.